Event description:
Customer states: gold tubes - not always clotting completely; blue tubes - not always filling properly; lavender tubes-bubbles causing aspiration errors on dxh 600s. Customer reports in an update that "blue tops are fine. Altitude is the issue and the fact we are getting different tube fill options...3.0, 3.5 and the 2.0. (The) analyzer was calibrated to just size one".

Manufacturer narrative:
Complaint statement (B)(4): no samples were received. No customer pictures were received. No batch numbers were provided by the customer. According to further information provided by the customer, there is no malfunction or deficiency of the tubes, and they are attributing their issues to altitude and their analyzer. Therefore, the complaint is considered not justified.